Event description:
It was reported that the patient presented due to episodes of ventricular tachycardia (v-tach.) At the time, the cardiologist was unable to check the device with the programmer since they "did not have the software." A field rep was contacted, and was able to interrogate the device. The device was then reprogrammed, and the rep proceeded to update the software on the cardiologist's programmers. The patient was not satisfied with the time it took for the field rep to reach the hospital, and reported "could have died in that amount of time." It was further reported that the patient is requesting assurance that services will be available while traveling and is "not very comfortable" with having the device implanted if services cannot be guaranteed and delivered in a timely manner when traveling. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.